Event description:
A simplygo device was returned to a third party service center for service. There was no harm or injury reported. During evaluation of the device, low oxygen was confirmed. Sieve canister failure and a melted filter was found.